Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 42 mg/dl. Customer's other blood glucose value was 75 mg/dl. Customer stated he was in auto mode and auto mode continued to give him insulin. Customer stated this was not correct and he feels the insulin pump should have suspended him. The device will not be returned for analysis.